Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the screw broke during insertion into the femur. Screw was only turned one time when it broke. Major part of the screw remains in the patient. A small piece which was loose was removed from the patient. Surgery performed was an acl reconstruction with an acl tightrope on the femur side and an additional 6 x 22 mm ft bc ifs and a tibial ifs. The screw is holding the tendon, no additional screw was placed. The surgery was finished successfully with the device. It was not necessary to switch the surgical technique or perform a second surgery.